Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "syringe holder is broken". It is unknown when this event occurred, but occurred in biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "syringe holder is broken" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined because the syringe holder was not sent in with the pump. The syringe holder was replaced in order to fix the reported condition. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.